Manufacturer narrative:
Additional information: on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor became aware that the patient underwent device replacement with 550cc mentor memorygel breast implants, catalog number 3505504bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual analysis of the device a rupture was noted in the anterior expanding to posterior view, measuring approximately 23.1 cm. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ an investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced bilateral baker grade IV capsular contracture post-operational. As a result, the patient is scheduled to undergo bilateral device removal and replacement with 550cc mentor memorygel breast implants, catalog number 3505504bc on (B)(6) 2019. This report is for the patient's left-sided device.